Manufacturer narrative:
This is one event (death) for the same pt involving three separate products; associated mdrs #1225714-2014-00531, 00532, 2937457-2014-00287.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2006 after the use of the product.